Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) occurred during drain 2 was confirmed; per the complaint information the most probable cause of the se 2240 is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The home patient (hp) stated he disconnected during dwell 2 and fell asleep. When the hc went into drain 2 the hp was not connected. The hp did reconnect after the alarm. Label review was performed and the review found the labeling adequate for the user error in the complaint. Similar reports have been received by baxter for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
A customer contacted baxter global technical services (gts) regarding assistance with the homechoice (hc) unit during drain 2. Per the initial report, the home patient (hp) had a system error 2240 (air in the set). The hp stated he disconnected during dwell 2 and fell asleep. When the hc went into drain 2 the hp was not connected. The hp did reconnect after the alarm. The technical service representative (tsr) advised the hp that air had entered into the setup. The tsr advised the hp that therapy had ended and the hp would need to start over with new supplies. The hp would start over with new supplies. Global product surveillance contacted hp on (B)(4) 2011. The hp was able to complete therapy with new supplies. The hp did not notice any defects with the original supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). Per the customer, the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. If additional information becomes available, then a follow up MDR will be submitted.